Event description:
The customer reported that on (B)(6) 2011 elevated, reproducible cardiac troponin (accutni) results above the acute myocardial infarction (ami) threshold were generated on an access 2 immunoassay system for one patient. An elevated accutni result was reported out of the laboratory. The patient was transferred to another medical facility due to the elevated accutni results. The receiving medical facility performed duplicate repeat testing on the original sample and obtained negative accutni results that were considered valid. Subsequently, the original laboratory performed duplicate repeat testing on the original sample and obtained elevated accutni results which correlated to the original elevated accutni results. The samples were full draws and appeared normal in appearance with no visible abnormalities and no presence of fibrin. The original sample was collected in a lithium heparin tube, while the repeat testing utilized a red topped tube.

Manufacturer narrative:
Beckman coulter inc assessment of customer supplied instrument data indicated that both levels of accutni quality control were within the customer's established ranges during the timeframe of the event. A routine system check performed prior to the event generated results within the customer's established range. The customer indicated that there were no issues with other assays during the timeframe of the event. The involved sample was returned to beckman coulter inc. For interference testing. Beckman coulter inc. Was able to identify an alkaline phosphatase interferent in the patient's sample. A patient source, heterophile-like interferent, is the root cause of this event.